Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity that could have caused the complaint could be found in the lot record review, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A nurse reported that there were issues with the trocar missing the sleeve during a procedure. The nurse suspected that there was some trauma to the eye as a result. A second pack was opened to proceed with the case. No sample was retained for eval. Add'l info was requested, however none has been provided to date.